Event description:
It was reported that during a ptca procedure, the balloon ruptured during an attempt to repair a dissection caused by another manufacturer's guide wire. Pt status is listed as stable.